Event description:
It was reported via repair work order that there were no electrical functions on either head end siderails due to a malfunctioning cpu board. It was also reported that the fowler was inoperable and going past its limits due to a malfunctioning fowler actuator. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.